Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. Once the release knob was activated, no release of the tethers from the lp occurred. Jiggle tests were performed, and still no release. Ultimately, the lp was removed and upon external inspection the tethers were jammed into the lp docking button. A new lp and new catheter were used for a successful implant. The patient was stable.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of failure to separate was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.